Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The pump also had minor scratches on the lcd window.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 10.5mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.